Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ abdominal pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) year old female patient who had essure (batch no. 809009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, gravida ii and parity 3. Concurrent conditions included joint pain, dental disorder nos, weakness, breast pain, fever, chills, vaginal discharge, nausea, vomiting and adenomyosis. Concomitant products included famotidine; ibuprofen (duexis) since 2007 to (B)(6) 2019, ibuprofen since 2007 to (B)(6) 2019, nsaids, sertraline hydrochloride (zoloft) since 2005 and tramadol since 2007 to (B)(6) 2019. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), rash pruritic ("rashes or skin conditions type: periodic itchy rashes that were unexplained"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced mood swings ("psychological or psychiatric problems condition: unexplained mood swings") and inflammation ("inflammatory responses"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and weight increased was resolving, the menorrhagia, vaginal haemorrhage, rash pruritic and fatigue had resolved and the mood swings, dysmenorrhoea and inflammation outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, inflammation, menorrhagia, mood swings, rash pruritic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2011 and (B)(6) 2011. Current weight (B)(6). Insertion details- right tube 6 coils and left side 06 coils. Findings: uterus sounded to 9cm. Normal ovaries bilaterally. Normal tubes bilaterally w/essure coils w/in tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal bleeding, fatigue. Most recent follow-up information incorporated above includes: on 21-oct-2019: plaintiff fact sheet and medical record was received. Lot number were added. Previously reported event injury was replaced with new events- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), abdominal pain, unexplained mood swings, periodic itchy rashes, dysmenorrhea (cramping), fatigue, weight gain. Reporter information, date of birth, medical history, concomitant drug, events onset date, events outcome, essure removal date were added. And essure insertion date were updated. Device category changed from device other event to incident. On 22-oct-2019: plaintiff fact sheet was received. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('they could find only one essure coil'), abdominal pain ('pain/ abdominal pain'), menorrhagia ('abnormal bleeding (menorrhagia)/heavy periods') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 37-year-old female patient who had essure (batch no. 809009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, multigravida and parity 3. Concurrent conditions included joint pain, dental disorder nos, weakness, breast pain, fever, chills, vaginal discharge, nausea, vomiting and adenomyosis. Concomitant products included famotidine; ibuprofen (duexis) since 2007 to (B)(6) 2019, ibuprofen since 2007 to (B)(6) 2019, nsaids, sertraline hydrochloride (zoloft) since 2005 and tramadol since 2007 to (B)(6) 2019. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), rash pruritic ("rashes or skin conditions type: periodic itchy rashes that were unexplained/intermittent rashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), mood swings ("psychological or psychiatric problems condition: unexplained mood swings"), inflammation ("inflammatory responses"), back pain ("back pain"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), coital bleeding ("post coital bleeding"), infection ("complication during removal surgery- infection"), hypersensitivity ("allergy") and dermatitis allergic ("rash/skin condition"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, mood swings, inflammation, infection and dermatitis allergic outcome was unknown and the abdominal pain, menorrhagia, vaginal haemorrhage, rash pruritic, dysmenorrhoea, fatigue, weight increased, back pain, pelvic pain, dyspareunia, coital bleeding and hypersensitivity had resolved. The reporter considered abdominal pain, back pain, coital bleeding, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, infection, inflammation, menorrhagia, mood swings, pelvic pain, rash pruritic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2011. Current weight 176lbs. Insertion details- right tube 6 coils and left side 06 coils. Plaintiffs received treatment for back pain, pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, rash skin condition, psychological injury, fatigue, weight gain, post coital bleeding. Findings: uterus sounded to 9cm. Normal ovaries bilaterally. Normal tubes bilaterally w/essure coils w/in tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal bleeding, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: social media received. Event: they could find only one essure coil added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('they could find only one essure coil'), abdominal pain ('pain/ abdominal pain'), menorrhagia ('abnormal bleeding (menorrhagia)/heavy periods') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 37-year-old female patient who had essure (batch no. 809009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, multigravida and parity 3. Concurrent conditions included joint pain, dental disorder nos, weakness, breast pain, fever, chills, vaginal discharge, nausea, vomiting and adenomyosis. Concomitant products included famotidine; ibuprofen (duexis) since 2007 to (B)(6) 2019, ibuprofen since 2007 to (B)(6) 2019, nsaids, sertraline hydrochloride (zoloft) since 2005 and tramadol since 2007 to (B)(6) 2019. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), rash pruritic ("rashes or skin conditions type: periodic itchy rashes that were unexplained/intermittent rashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), mood swings ("psychological or psychiatric problems condition: unexplained mood swings"), inflammation ("inflammatory responses"), back pain ("back pain"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), coital bleeding ("post coital bleeding"), infection ("complication during removal surgery- infection"), hypersensitivity ("allergy") and dermatitis allergic ("rash/skin condition"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, mood swings, inflammation, infection and dermatitis allergic outcome was unknown and the abdominal pain, menorrhagia, vaginal haemorrhage, rash pruritic, dysmenorrhoea, fatigue, weight increased, back pain, pelvic pain, dyspareunia, coital bleeding and hypersensitivity had resolved. The reporter considered abdominal pain, back pain, coital bleeding, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, infection, inflammation, menorrhagia, mood swings, pelvic pain, rash pruritic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2011. Current weight 176lbs. Insertion details- right tube 6 coils and left side 06 coils. Plaintiffs received treatment for back pain, pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, rash skin condition, psychological injury, fatigue, weight gain, post coital bleeding. Findings: uterus sounded to 9cm. Normal ovaries bilaterally. Normal tubes bilaterally w/essure coils w/in tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal bleeding, fatigue. Lot number: 809009, manufacture date: 2010-12, expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ abdominal pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 37-year-old female patient who had essure (batch no. 809009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, multigravida and parity 3. Concurrent conditions included joint pain, dental disorder nos, weakness, breast pain, fever, chills, vaginal discharge, nausea, vomiting and adenomyosis. Concomitant products included famotidine;ibuprofen (duexis) since 2007 to (B)(6) 2019, ibuprofen since 2007 to (B)(6) 2019, nsaids, sertraline hydrochloride (zoloft) since 2005 and tramadol since 2007 to (B)(6) 2019. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), rash pruritic ("rashes or skin conditions type: periodic itchy rashes that were unexplained"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced mood swings ("psychological or psychiatric problems condition: unexplained mood swings"), inflammation ("inflammatory responses"), back pain ("back pain"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), coital bleeding ("post coital bleeding"), infection ("complication during removal surgery- infection"), hypersensitivity ("allergy") and dermatitis allergic ("rash/skin condition"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, rash pruritic, dysmenorrhoea, fatigue, weight increased, back pain, pelvic pain, dyspareunia, coital bleeding and hypersensitivity had resolved and the mood swings, inflammation, infection and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, back pain, coital bleeding, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, infection, inflammation, menorrhagia, mood swings, pelvic pain, rash pruritic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy norted in essure insertion date- (B)(6) 2011 and (B)(6) 2011. Current weight 176lbs. Insertion details- right tube 6 coils and left side 06 coils. Plaintiffs received treatment for back pain, pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, rash skin condition, psychological injury, fatigue, weight gain, post coital bleeding. Findings: uterus sounded to 9cm. Normal ovaries bilaterally. Normal tubes bilaterally w/essure coils w/in tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal bleeding, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet was received. Event added from pfs- back pain, pelvic pain, dyspareunia (painful sexual intercourse), post coital bleeding, infection, allergy, she did not undergo essure confirmation test. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ abdominal pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 37-year-old female patient who had essure (batch no. 809009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, multigravida and parity 3. Concurrent conditions included joint pain, dental disorder nos, weakness, breast pain, fever, chills, vaginal discharge, nausea, vomiting and adenomyosis. Concomitant products included famotidine;ibuprofen (duexis) since 2007 to march 2019, ibuprofen since 2007 to march 2019, nsaids, sertraline hydrochloride (zoloft) since 2005 and tramadol since 2007 to march 2019. On (B)(6) 2011, the patient had essure inserted. In april 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), rash pruritic ("rashes or skin conditions type: periodic itchy rashes that were unexplained"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced mood swings ("psychological or psychiatric problems condition: unexplained mood swings") and inflammation ("inflammatory responses"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and weight increased was resolving, the menorrhagia, vaginal haemorrhage, rash pruritic and fatigue had resolved and the mood swings, dysmenorrhoea and inflammation outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, inflammation, menorrhagia, mood swings, rash pruritic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy norted in essure insertion date- 01-aug-2011 and 16-mar-2011. Current weight 176lbs. Insertion details- right tube 6 coils and left side 06 coils. Findings: uterus sounded to 9cm. Normal ovaries bilaterally. Normal tubes bilaterally w/essure coils w/in tubes . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal bleeding, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ abdominal pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 37-year-old female patient who had essure (batch no. 809009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, multigravida and parity 3. Concurrent conditions included joint pain, dental disorder nos, weakness, breast pain, fever, chills, vaginal discharge, nausea, vomiting and adenomyosis. Concomitant products included famotidine;ibuprofen (duexis) since 2007 to (B)(6) 2019, ibuprofen since 2007 to (B)(6) 2019, nsaids, sertraline hydrochloride (zoloft) since 2005 and tramadol since 2007 to (B)(6) 2019. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), rash pruritic ("rashes or skin conditions type: periodic itchy rashes that were unexplained"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced mood swings ("psychological or psychiatric problems condition: unexplained mood swings"), inflammation ("inflammatory responses"), back pain ("back pain"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), coital bleeding ("post coital bleeding"), infection ("complicationduring removal surgery- infection"), hypersensitivity ("allergy") and dermatitis allergic ("rash/skin condition"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, rash pruritic, dysmenorrhoea, fatigue, weight increased, back pain, pelvic pain, dyspareunia, coital bleeding and hypersensitivity had resolved and the mood swings, inflammation, infection and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, back pain, coital bleeding, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, infection, inflammation, menorrhagia, mood swings, pelvic pain, rash pruritic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy norted in essure insertion date- (B)(6) 2011 and (B)(6) 2011. Current weight 176lbs. Insertion details- right tube 6 coils and left side 06 coils. Plaintiffs received treatment for back pain, pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, rash skin condition, psychological injury, fatigue, weight gain, post coital bleeding. Findings: uterus sounded to 9cm. Normal ovaries bilaterally. Normal tubes bilaterally w/essure coils w/in tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal bleeding, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: data transferred from deletion case- all sourced document , references and reporter were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.